Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced vaginal bleeding, pain during intercourse, pain during urination, localized pelvic pain, and possible erosion of mesh. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was either implanted on (B)(6) 2010 or (B)(6) 2012. A second physician was reported with this event; their contact information is as follows: (B)(6).